Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported there was a tear in the package of the kit. This was discovered prior to patient use. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria, this is the first complaint reported for this lot number and issue to date. Investigation summary: based on the sample/photo evaluation: one hemostar 14.5f 23cm unopened kit was returned for evaluation. A visual evaluations was performed. The investigation is confirmed for specific tears in packaging, as the tyvek backing was wrinkled on all corners. Multiple cuts were noted on the tyvek backing. There is no indication that the sterile barrier breach is related to a design failure, as the hemostar packaging configuration passed ship testing per r81570 rev.1. The ship test qualification confirmed that the packaging configuration is sufficient to maintain a sterile barrier after exposure to international safe transit association (istg) conditioning. The definitive root cause for the slit identified in the device packaging could not be determined based on the provided information. However, it is unlikely that the slit in the packaging is manufacturing related. It is unknown if device handling and/or storage conditions at the user facility contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported there was a tear in the package of the kit. This was discovered prior to patient use. The device was not used in/on the patient.